Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call, she was having issues with the insulin pump alerting like crazy. The sensor was giving inaccurate readings and it was triggering the threshold suspend feature on the insulin pump. The customer's blood glucose was 280 mg/dl and the sensor reading was 60 mg/dl. Customer states the sensor will tend to start out with correct readings and then two days later it will have inaccurate readings. The customer was advised how to properly calibrate the sensor. The customer had discontinued the use of sensor due to the false readings. She is not returning the sensor for analysis.